Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as drive arm tube tore where it attaches to the lh side frame.

Event description:
Per provider the customer stated there was a broken weld but has not idea where.